Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a door that was out of calibration. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The door that was out calibration was identified during visual inspection. The cause of the condition was determined to be natural wear. To correct the condition, the door was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.